Event description:
The MFR received info from a third party service ctr alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.